Manufacturer narrative:
The user facility discarded this device; and therefore, an investigation could not be performed. A two year review of product history for this catalog number found no similar complaints. Further information received from the sales representative confirmed the device was purchased in 2009, and used twice a week since ownership. This device is labeled as a limited reuse device. The information for use provides the following: warnings - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions - do not exceed five (5) procedures per limited reuse suture hook.

Event description:
The customer reported that during use of this suture hook in an arthroscopic rotor cuff repair, the tip broke off in the patient's shoulder joint. The surgeon was unable to locate the tip arthroscopically. An x-ray determined location of the detached tip. The surgeon make an incision to retrieve the detached tip. This event resulted in a one hour delay. The patient was discharge that same day.